Event description:
It was reported that during the insertion of the farapulse pulmonary vein isolation procedure to treat atrial fibrillation, faradrive steerable sheath clear, was selected for use. It has been mentioned that blood was aspirated during insertion of the sheath inside the patient when taking out the dilator. No issue was noted at this stage. Air was constantly being aspirated when inserting the catheter into the faradrive and trying to aspirate. The procedure was completed successfully by using a different device (same model, boston scientific product). No patient complications have been reported. The product is expected to be returned. It was further reported that only the farawave 31 mm catheter was inserted into the sheath. Aspiration was performed twice during the preparation. Firstly, after removing the dilator (no bubbles observed at this stage) and secondly, when the catheter was approximately one-third inserted into the sheath, at this stage, bubbles are observed in the flush line of the faradrive sheath. A non-pressurized flush bag is used for irrigation, with a flow rate of approximately 1 drop per second. The bubbles were observed in the flush line of the sheath during aspiration, moving towards the syringe. There was a continuous flow of air bubbles during aspiration. The air appears to be pulled in through the valve into the flush line when negative pressure is applied (aspiration). The guidewire was always retracted to the tip of the catheter at the time of insertion into the faradrive sheath.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the referenced faradrive steerable sheath was analyzed. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified a tear in the inner valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the valve.

Event description:
It was reported that during the insertion of the farapulse pulmonary vein isolation procedure to treat atrial fibrillation, faradrive steerable sheath clear, was selected for use. It has been mentioned that blood was aspirated during insertion of the sheath inside the patient when taking out the dilator. No issue was noted at this stage. Air was constantly being aspirated when inserting the catheter into the faradrive and trying to aspirate. The procedure was completed successfully by using a different device (same model, boston scientific product). No patient complications have been reported. The product was received for analysis. It was further reported that only the farawave 31 mm catheter was inserted into the sheath. Aspiration was performed twice during the preparation. Firstly, after removing the dilator (no bubbles observed at this stage) and secondly, when the catheter was approximately one-third inserted into the sheath, at this stage, bubbles are observed in the flush line of the faradrive sheath. A non-pressurized flush bag is used for irrigation, with a flow rate of approximately 1 drop per second. The bubbles were observed in the flush line of the sheath during aspiration, moving towards the syringe. There was a continuous flow of air bubbles during aspiration. The air appears to be pulled in through the valve into the flush line when negative pressure is applied (aspiration). The guidewire was always retracted to the tip of the catheter at the time of insertion into the faradrive sheath.